Event description:
Patient presented to the physician with the ipg migrating toward the skin surface, posing a potential risk of erosion. Physician brought the patient into the or, applied antibiotic powder to the area, placed the ipg in an elupro antibacterial pouch, repositioned the ipg back into the pocket, re-sutured, and closed.